Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked after the pump fell from a clip while the user was on a ladder; the device continued to function but was no longer watertight, and a replacement was arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom application or receiver. Investigation included remote troubleshooting and user education, confirmation of continued function with compromised enclosure integrity, and arrangements for device replacement and return. Investigation of this case revealed physical damage to the touchscreen and enclosure attributable to accidental drop, with loss of water ingress protection but no operational malfunction observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage leading to damaged device component and compromised enclosure.